Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 501 mg/dl. Blood glucose level at the time of the call was 408 mg/dl, earlier it was 444 mg/dl. The customer treated the high readings with manual injections. During troubleshooting, the insulin pump did not show any sign of malfunction. The customer also mentioned irritation where she inserts the infusion sets. Customer stated the site does not show signs of infection. The insulin pump was not replaced or returned for analysis.